Event description:
Circumcision performed on newborn. Device did not clamp closed properly. Procedure complicated by poor hemostasis requiring surgical application. Half the skin on anterior shaft of penis denuded and approx 2mm of denuded shaft posteriorly. Expected to heal appropriately without further intervention.